Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2009. Patient underwent revision surgery on (B)(6), 2010 due to periprosthetic fracture. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed on (B)(6), 2010.